Manufacturer narrative:
A ge representative evaluated the system and reloaded software. The system operates as intended.

Event description:
The customer reported the right monitor only shows test image, and images cannot be swapped between monitors. No patient injury was reported.